Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received that the patient did not undergo an explant procedure. There was no surgery or reported allegation against the device itself and no indication of an issue with device performance.

Manufacturer narrative:
Product family: scs-ipg-r upn: m365sc1032b0 model: sc-1032b serial: (B)(6). Batch: 17076221.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.